Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine visit. Upon review, the right ventricular lead exhibited a loss of capture. On (B)(6) 2017, fluoroscopy showed that the lead had dislodged. The lead was successfully repositioned later that day. The patient was stable following the procedure.